Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited oversensin gof noise, resulting in multiple inappropriate shocks and pacing inhibition. The noise was reproducible with isometerics.